Event description:
It was reported that post implant, low hv lead impedance and noise were observed. The physician elected to perform a pocket revision to add a new lv lead. The patients condition was good.